Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 occurred during basal deliveries. Reportedly, customer was unable to clear the alarm. A replacement pump was sent to resolve the issue. The customer's blood glucose level was 136 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified and an alarm 21 issue was identified.